Event description:
It was reported that during a procedure to treat a very tortuous illiac, severe torque was used to negotiate the vessel when the guide catheter knotted up and could not be removed through the sheath. The pt was sent to surgery for sheath guide catheter removal and is reported to be doing well.